Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a hawkone atherectomy device during treatment of a calcified lesion in the patient¿s proximal and mid superficial femoral artery (sfa). Severe vessel calcification and moderate tortuosity are reported. Lesion exhibited 70% stenosis. IFU was followed. Vessel pre-dilation was performed. It is reported after several passes with the device were performed the proximal nosecone (the location is just right before the cutter blade) appeared to have been broke off. No components detached from the device. The physician safely removed the whole hawkone device from patient without intervention. The cutter was located inside the housing during removal and all device components were accounted for. A second hawkone was opened and used to complete the procedure. No patient injury reported.

Manufacturer narrative:
Device evaluation the device was received coiled and connected to the cutter driver with the thumbswitch in the off position. A visual inspection of the tip assembly shows damage at the proximal end of the metal housing. Inspection under the microscope shows damage and stretching to the proximal end of the metal housing and the tecothane material damaged and separated from the housing. The cutter returned inside the housing just distal to the stretched metal coils of the housing. Biologics are present inside the housing. No functional testing could be carried out as a result of the damage to the housing. The cutter could not be advanced or retracted. Image review one photograph was received from the account showing the distal housing assembly outside the patient. Damage is noted to the proximal end of the housing with stretching noted to the metal coils and damage noted to the plastic tecothane material. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.